Event description:
An impella cp was placed via the femoral artery to support the 57 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Any other cardiac or systemic comorbidities are unknown. The pump was supporting when after 5 days the patient was coughing and having suction alarms as a result. The patient was coughing blood, and so the team stopped the heparin and repositioned the pump to allow for better positioning. The team was to explant the pump the following day and treat the lung issues post explant. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D9: device return date added. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Low or blocked pump flow: the cause of the issue was biomaterial ingestion based on returned product investigation and data log review. Hemoptysis: the cause of the injury was not determined due to insufficient clinical details.